Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from a patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported to the clinician. It is unknown if a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result occurred from a patient sample processed on the vitros eciq immunodiagnostic system. The investigation into this event concludes that the root cause of the event is unknown, and the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential causes.